Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-oct-2018 with the following findings: during a review of the pump settings, investigation showed the pump was returned with the max daily delivery set to 100 units. Review of the alarms in the pump history showed an ¿exceeds max total daily dose limit¿ alarm on (B)(6) 2018 at 8:23 p.m. A review of the pump history showed 9 bolus deliveries on 18-sep-2018 totaling 85 units, basal rate for 20.5 hours totaling 17.0 units. Bolus and basal deliveries total 102 units and was above the max daily delivery setting. The history showed the pump had emitted the appropriate alarm. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 12 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint of a history settings issue was not duplicated during investigation. No defect was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged the pump gave a max limit alarm of 111 units. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.